Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the tip of the impactor device broke in two pieces during impaction of the head was confirmed. An assessment was performed and the device was found to have cracked into 2 pieces at the proximal threaded end. It was determined that this damage was consistent with having been dropping or mis-aligned during use. It was further determined that the device failed pretest for visual assessment and end cap thread assessment. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the tip of the impactor device broke when the surgical tech was taking it off the handle. It was reported that the device was not being used in surgery at the time of the incident. The incident occurred during clean up as the procedure was pretty much completed. It was reported that all pieces were retrieved. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.